Event description:
It was reported that during a da vinci s hysterectomy surgical procedure, the surgical staff noticed the fenestrated bipolar forceps instrument had a loose cable. No additional info was provided. No pt harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed no loose or damaged cables. One conductor wire is broken at the yaw pulley exit, the yaw pulley shows no signs of arcing. The proximal clevis is missing a .250 inch by .200 inch piece at the main tube interface. Per the case notes, there are no indications from the site that the missing instrument components fell inside of a pt during a surgical procedure. Engineering also observed the distal end of the main tube has sections with material removed. Damaged areas vary in length and width, all parallel to the tube axis, with the wear pattern consistent with damage from a defective cannula. No other damage was found. Based on the location and appearance, the damage may have been caused by a cannula accessory. Additional investigation is underway regarding the cannula accessories. A follow-up MDR will be submitted if additional info is received.